Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient's device was removed. Nevro attempted to obtain additional information regarding the nature of the device removal, but none was available. There have been no reports of further complications regarding this event.